Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that per the physician, the cause of the implant going haywire was due to the patient not taking their prescribed antipsychotic medications. No actions were taken to resolve this issue. The physician does not know the status of the patient since they failed to attend their last appointment on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The caller called and provided name and call back number and disconnected when agent asked for date of birth. Agent called caller back and they reported that their dbs is "going haywire" and "I'm feeling like up down stuff" and "it is hurting and stuff". The caller noted that they were agitated. The caller indicated that they went to the hospital yesterday and they did a CT scan and did not see anything. The caller does not have a pt programmer and were told that they could not get one for a year. The caller noted that their "stim is messed up" and "it is annoying" and they know it's not right. Redirected caller to healthcare provider (hcp). The caller noted that they wanted to go to the hospital again and wanted to know if someone from manufacturer could check the device. Additional information received from the patient. Pss received call from patient in regard to the same issue previously reported. The caller stated that they are hearing voices and that the dbs is really hurting them. Caller stated that the ins is currently turned on. Caller wanted to know if a manufacturing representative could assist. Agent redirected the caller to the healthcare provider (hcp) to further assist. Caller disconnected the caller before agent could provide nas number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.